Event description:
A (B)(6) male patient called to report an unrelated issue. His belt was returned for servicing, and a reportable problem was discovered. There was an ECG falloff failure. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (falloff failure) has been confirmed. Upon evaluation, there was a falloff failure on the ecgs. The root cause of the falloff failure was isolated to the multiplexer component on the pca board in the distribution node (B)(4). The root cause of the defective (B)(4) cannot be positively determined, but is likely the result of a random component failure. The falloff failure indicates excessive noise on the channels when the ecgs are not making good contact with the patient's skin. Conversely, when the electrodes are touching the skin, an ECG signal will not be recorded, as electrode falloff is seen. No adverse event resulted from the falloff failure. The patient received a replacement electrode belt.